Event description:
--

Event description:
Boston scientific crm received information that the battery gauge for this implantable cardioverter defibrillator (ICD) showed less than half full with the device in service for 26 months. There was a concern the battery was depleting prematurely. A save all to disk was forwarded for analysis.

Manufacturer narrative:
Disk analysis confirmed the battery was depleting earlier then expected and the remaining longevity was approximately 2 years. This device is not included in any advisories and the cause of the depletion could not be determined through disk analysis. Technical services discussed possibly placing the patient on latitude. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This device is part of the expanded (B)(4) 2009 population of devices described in the shortened replacement window advisory. This advisory was originally communicated (B)(4) 2007.